Manufacturer narrative:
D6a should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 60 year old male on a impella 5.5 for support during a high risk cardiac procedure. During support, a controller error occurred. The user facility considered exchanging the console but were advised not to. They have back up console on standby for now. All connections confirmed secure. No alarms except psnr at this time. Patient remains on support.